Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of incident was 424 mg/dl. Customer stated accidentally they stopped using insulin pump for few hours because customer was fall asleep. Customers last blood glucose reading was 356 mg/dl. No information given about auto mode feature. The insulin pump will not be returned for analysis.